Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with an unspecified intravenous antibiotic (dose, frequency, and duration not reported). Pd therapy was discontinued and the patient was placed on hemodialysis. Treatment with the intravenous antibiotic was eventually discontinued and treatment with vancomycin (orally, dose, frequency and duration not reported) was initiated. After 39 days, the patient was discharged from the hospital. Antibiotic treatment with vancomycin was later discontinued and the patient was reported to have recovered from the peritonitis. Hemodialysis therapy was ongoing. No additional information is available.